Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed at startup and switched also into standby during patient ventilation. No interruption of ventilation or medical intervention was reported. The alarm was observable both visually and through hearing. Te231008 (o2valveleak). The device log files were provided to hamilton. There is patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device alarmed at startup and switched also into standby during patient ventilation. No interruption of ventilation or medical intervention was reported. - the alarm was observable both visually and through hearing. Te231008 (o2valveleak). - the device log files were provided to hamilton. - there is patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.